Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately 21 seconds at 20:52 pm on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 20:52 pm on (B)(6) 2018; and a user affirmed in the instrument software that the ethanol concentration in bottle 6 was to be set to the default concentration of 100% at 20:52 pm on (B)(6) 2018. Although a user affirmed in the instrument software that the ethanol concentration in bottles 6 (ethanol) was to be set to 100% at 20:52 pm on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 6 remained as 85.2%, because the bottle was removed from the instrument for in sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. As the reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type, the reagent in bottle 6 (ethanol) was used for the final dehydration step in the "margin" protocol started in retort a at 20:52 pm on (B)(6) 2018; the "factory 2 hr xylene standard" protocol started in retort a at 10:26 am on (B)(6) 2018; and the "factory 2 hr xylene standard" protocol started in retort b at 11:58 am on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 20:52 pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding "under processed tissue". On 14 june 2018 a leica biosystems field support specialist (fss) visited the customer site to investigate the circumstances involved in this event and to provide applications support. The fss documented that a code indicating that the final concentration threshold for ethanol had been exceeded was recorded in the instrument logs at 16:45 pm on (B)(6) 2018; a user was not able to start a protocol in either retort a or b because the final concentration threshold for bottle 6 had been exceeded; and "the user resets the bottle settings without actually changing out the contents". The fss confirmed that the quality of processing was satisfactory after the reagent in bottle 6 (ethanol) was replaced at 13:41 pm on (B)(6) 2018. On 19 june 2018, leica biosystems received information that all cases from which tissue samples exhibited sub-optimal processing were diagnosable. (This information was received by lbs (B)(4) on 20 june 2018).